Event description:
This report was provided to cook inc by FDA report. A filter retrieval procedure was in 2009. After the inferior vena cava filter was noted in a good position, the loop snare was advanced though the end of the sheath and the eye hook on the superior aspect of the filter was looped with the loop snare. The safety device was advanced over the loop snare in order to lock the snare onto the eye hook and the sheath was then advanced over the loop snare in order to lock the snare onto the eye hook. The sheath was then advanced over the filter in order to retract the legs, and the filter was pulled inside the sheath. The sheath and filter assembly was withdrawn. However, at the level of the cavoatrial junction, tension in the retrieval snare went slack, and the filter spontaneously deployed in the region of the cavoatrial junction. Migration of the filter was demonstrated fluoroscopically into right atrium region. The pt was lifeflighted to another medical center for eval and removal of the ivc filter which had migrated into the right atrium. Interventional radiology was contacted first and an unsuccessful attempt to retrieve the ivc filter from the right atrium was noted. An open chest surgery was required to remove the vena cava filter. The pt was discharged to home in stable condition.

Manufacturer narrative:
The device is shipped with an IFU that describes the intended use, warnings, precautions, clinical studies, and retrieval procedure. The IFU states, "excessive force should not be used to retrieve the filter." Snare fracture/separation will very likely be detected under fluoroscopy and noticed by the physician because of loss of device function. Without the complaint device we are unable to make a determination as to a cause with any degree of certainty. From the complaint description, the most probable cause was either a failure to push the clear y-fitting forward until touches the hook or a failure to firmly lock the screw of the clear y-fitting to secure the snare around the filter hook as described in the IFU. We will continue to monitor for similar complaints.